Event description:
A resolute integrity drug eluting stent was implanted in the prox rca. A dissection was reported to have occurred, two non-medtronic stents were implanted to treat the dissection.

Manufacturer narrative:
(B)(4). Results: dissection.